Manufacturer narrative:
The reported glidescope video baton 2.0 large was returned to verathon for evaluation along with the glidescope core 10-inch monitor and glidescope core smart cable it was used with during the reported patient procedure. A verathon technical service representative evaluated the returned devices and confirmed that the image intermittently froze and had split screened. The verathon technical service representative based on their evaluation and testing isolated the reported issues found to both the glidescope core 10-inch monitor running an older software version, and the glidescope video baton 2.0 large having damage to its hdmi connector. The returned glidescope core smart cable was found to be functioning as intended; no issues were found to the returned smart cable. Upon completion of the evaluation the verathon technical service representative updated the glidescope core 10-inch monitor's software version from version (2.0) to the latest version of (2.7). They also proceeded to replace the glidescope video baton 2.0 large with a brand new one as there are currently no repairs available for this device. The customer's glidescope core 10-inch monitor, glidescope core smart cable, and replacement glidescope video baton 2.0 large were all returned back to the customer upon completion of the evaluation. Please reference the attached document to this medical device report for information in regard to the customer's glidescope core 10-inch monitor received back for investigation, which may have also caused or contributed to the reported customer issue. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large with a glidescope core 10-inch monitor and a glidescope core smart cable, the image would freeze. There were also reports of the image experiencing a split screen and scrambling during its use. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.